Event description:
"Documentation of catheter length during insertion at 39cm. Post removal IV nurse measures catheter at 38cm. Question of catheter fracture. CT scan done, results inconclusive. Catheter was removed without difficulty. Catheter fracture vs discrepancy in documentation. " no patient adverse outcome.

Manufacturer narrative:
Record review. A review of the manufacturing records indicated that all device specifications and quality requirements were statisfied. Returned was one 4f single lumen vascu-PICC. Lumen length verified to be 38cm. Examination of the end lumen under magnification was inconclusive. There is no indication of mfg error.we are unable to determine the cause of factors which contributed to this event.